Event description:
Report received from (B)(6) stating that the device has a damaged cord. Device was not used in surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The reported problem of "cord damage" was confirmed. During the pre-repair diagnostic assessment, there was a hole/cut found in the hose. If additional information becomes available, a supplemental report will be sent. Ref: (B)(4).